Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011254287); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory loaded inside the delivery catheter s ystem (dcs). Visual analysis showed an infold as the valve was being deployed. All leaflets appeared dehydrated, stiff yet marginally pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the delivery system, for an unknown amount of time. As received, all leaflets exhibited a wrinkled appearance with partial closure of the leaflets. Remnant bloody tissue noted on tops of all commissures; appeared intact. One small, thin piece of tissue was returned with the valve. The valve was inspected; appeared intact with no tears or missing pieces. Both sides of the tissue piece had glistening surfaces suggesting possibly being native host tissue. The valve was received in a compressed state with an oval-shaped inflow aspect. The valve was then submerged in a warm saline bath in an attempt reset the valve. Due to the dehydrated received condition of the valve, the valve maintained a compressed condition. As a result, a deployment simulation could not be performed. Image review: two cine images were provided for review. Only images of valve load of first and second dcs were provided for review. The image on the left is of the first load and has crown overlap up to node 4 and would be considered a misload. The image on the right is of the second load and is free of overlap. No patient summary or additional case images were provided for review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a misload was identified per image review. With the information available, a root cause for the infolding is a misload. Per instructions for use (IFU), if an infolded misload is identified; the valve should be replaced with a new valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, under fluoroscopy, a crown overlap was noted between nodes 3 and 4. Upon first release, the valve did not expand. The valve was recaptured. The valve was deployed a second time and still did not expand. An infold was noted. A new delivery catheter system (dcs) and valve were used to complete the procedure. Of note, no loading abnormalities were noted. Per the physician, the patient's calcification may have contributed to the valve infold. No adverse patient effects were reported.